Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program, concerns a (B)(6) male patient of unknown age. Medical history and concomitant medications were not provided. The patient received insulin lispro (humalog) 8 each morning, 7 at noon, and 8 in the evening (no units provided) subcutaneously, via humapen luxura burgundy, for the treatment of diabetes mellitus beginning in (B)(6) 2012. In (B)(6) 2013, approximately eight months after initiation, the patient felt his blood glucose was unstable. His postprandial blood glucose was approximately 10-20 (no units provided). In (B)(6) 2013, the patient was hospitalized due to his blood glucose was not controlled well. The patient was discharged on an unknown date, but his blood glucose was still unstable (value not provided). In (B)(6) 2014 the patient went to the hospital as an outpatient and the physician added the use of acarbose for the treatment of diabetes mellitus (1 dose form tid, orally). On (B)(6) 2015, time to onset three years, the patient was hospitalized for blood glucose was unstable; minimum postprandial blood glucose was 1.9 and maximum postprandial blood glucose was 24. The patients dosage was changed to 9 in the morning, 8 at noon and 8 at night, no other corrective treatment was reported. During the hospitalization the patient experienced hypoglycemia (value not provided); treated with sweet water and was recovering. At the time of the report, on (B)(6) 2015, the patient was still in the hospital. On (B)(6) 2015 the button was hard to press on the patients humapen luxura ((B)(4), lot number 1010b04). No further information provided. Unstable blood glucose event outcomes were unknown. Event outcome for hypoglycemia was recovering. Insulin lispro remained ongoing. The patient was the user of the device. The training status was not provided. General and suspect device duration of use was since (B)(6) 2012 (three years). The device was not returned. The reporting consumer did not provide an opinion of relatedness. Update 03-jul-2014: additional information was received 26-jun-2014 from the patient who was unwilling to answer follow-up questions at the time. Case lost to follow-up. Update 23apr2015: additional information was received 22apr2015 from the initial reporting consumer via patient support program. Added patient age, blood glucose values, lot number for insulin lispro, and suspect device. Updated dosage as not ongoing for insulin lispro and outcome for event of blood glucose was unstable/not controlled well, postprandial blood glucose 10 to 20 to unknown. Added serious blood glucose unstable event. Added non serious hypoglycemia event. Narrative updated. Update 28apr2015: upon review of this case after clarification of the report received on 22apr2015, the humapen luxura unknown body type was recoded to a humapen luxura burgundy. Update 13may2015: upon review of information received 13may2015, added product complaint (B)(4). Narrative was updated. Update 18jun2015. Additional information received 17jun2015 from the global product complaint system. To the device tab added the device specific safety summary, updated the euca fields, and updated the narrative accordingly. Update 10jul2015: upon review, this case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a patient reported that the injection button of his humapen luxura device cannot be pushed down or is difficult to push down. He experienced increased blood glucose levels and blood glucose fluctuations. The device was not returned to the manufacturer for investigation (batch 1010b04, manufactured october 2010). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring pen functionality. A complaint history review of this batch did not identify any atypical trends with regard to pen jammed. Improper use and storage - there is no evidence of improper use or storage.